Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on (B)(6) 2024 due to non-rheumatic aortic valve disorder. No additional information was reported.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coil consistent with procedural damage. Visual inspection of the partial lead did not find any anomalies except for procedural damage.